Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported a surgical issue. The bone at site 46 was not load-bearing; it was largely infiltrated with connective tissue, and primary stability could not be achieved. Site 46 was debrided and filled with biooss.